Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 490 mg/dl, over 440 mg/dl treated with insulin and got insulin flow block alert and they switched site and gave insulin. It was unknown that the customer was used auto mode feature or not. Customer stated that the cannula was bent. The device will not be returned for analysis.

Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode was active at the time of incident.